Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a chest x-ray performed at the patient¿s primary care facility revealed that the implantable cardioverter defibrillator (ICD) device had migrated inferiorly and was noted to have flipped within the pocket compared to its original implanted orientation. Contact between the device and the surface of the pocket wound was observed. Based on the available information, factors such as the patient¿s body habitus and pocket expansion at the wound site were considered contributing to the device descent. A surgical intervention to adjust the device¿s position and re-anchor it was performed. During the corrective procedure, the device pocket was revised while the patient was positioned at an approximate 30-degree incline to simulate the prior migration. The lead integrity was confirmed to be within normal limits, and the existing leads were retained for continued use. The device was re-secured to the subcutaneous tissue slightly above the prior fixation site, and the free space from the previous fixation area was closed with pocket sutures to reduce the risk of further migration. The ICD remains implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: h6 eval code conclusion (fdc/annex d) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.